Event description:
A customer reported a fiber failure that was not legible that occurred on (B)(6) 2011.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap fractured and partially broke off. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (B)(4) warns that tissue contact or tissue probing may cause fiber damage or breakage.